Event description:
Litigation papers received. Info alleges that the pt was revised on (B)(6) 2009 to address hip pain. Letter from surgeon notes that the cup was loose.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.